Manufacturer narrative:
This event occurred sometime in 2017. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the port of a solution administration set melted. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Flow through the device was tested and it was discovered that the luer lock was malformed. The reported condition was verified. The cause was determined to be a, issue with the materials used in manufacturing. A notification was sent to the involved supplier. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.